Event description:
It was reported that during an unknown procedure, on the initial firing of the device the stapler locked and would not release from the tissue. It only made one click when fired. The device had clamped onto the renal artery. They had to open the patient to remove the device. Once removed, the stapler had only partially cut. There was some bleeding. The customer could not quantify the amount. No blood products were required. The patient is fine.

Manufacturer narrative:
Information anticipated, but unavailable at this time.